Event description:
Per the clinic, the patient experienced swelling and pain at the skin flap area due to an infection that led to otitis media, which spread to the peri-implant region and resulted in granulation tissue formation (specific date not reported). The patient was subsequently treated with oral antibiotics (specific date and duration not reported). Following that, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report

Manufacturer narrative:
Device analysis report attached.